Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a- lens was not implanted. Section d6b - explant date: n/a - lens was not implanted and therefore not explanted. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was discovered to be defective before it came into contact with the patient¿s eye. Through follow up, we learned that the surgeon noticed a defect in the optic zone and removed the lens from the injector for inspection. It was found that the pushing plunger of the lens had passed through and damaged the optical zone. The damaged lens was discarded, and the procedure was successfully completed using a replacement lens. There was no impact to the patient. No additional details have been provided.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: no suspect product was received; however, photographs provided by the customer were evaluated. The photographs showed the complaint folding carton and lens. The lens was observed to be chipped on the edge. Due to photograph quality and no product received, no further issues were observed and no further evaluation was performed. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.